Manufacturer narrative:
The device was subsequently explanted and returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The boston scientific field representative stated the patient was subsequently seen in the office and shock impedance was within normal limits during isometrics. The patient is being monitored via remote monitoring. Further testing will be performed when the device is replaced for battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.